Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1871 and was unable to be resolved. It was also reported that the infusion was life sustaining and was resumed using a backup pump. There was no reported injury to the patient.